Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The provided x-rays were reviewed by the manufacturer and it was noted that no cervios curved cronos is visible. The broken implant that is visible but is not manufactured synthes; it is manufactured by a non-synthes company. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The provided x-rays were reviewed by the manufacturer and it was noted that no cervios curved cronos is visible. The broken implant that is visible but is not manufactured synthes; it is manufactured by a non-synthes company.

Manufacturer narrative:
This report is for an unknown cervios curved cronos/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 870.93xs provided. Explanted date: unknown date in 2013; it is unknown if the device explanted prior to or during the procedure on (B)(6) 2013 where a new plate was implanted. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had two surgeries in 2012. Her right shoulder was operated on (B)(6) 2012 and her left side on (B)(6) 2012. In 2013 she had a fusion of cervical vertebrae and removal of osteosynthesis material from the left shoulder due to breakage of the material. A plate was placed on the left side on (B)(6) 2013. This plate had to be removed on (B)(6) 2014 for an unknown reason. This report is for an unknown cervios curved cronos. This is report 1 of 1 for (B)(4).